Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported that after implant the patient went to see her regular healthcare provider (hcp) who took a swab and determined that the patient had a staph infection. The device was removed while the infection resolved and then a second ins was implanted on the patient's other side. The infection resolved. No device malfunctions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.